Event description:
This case was cross reference with case ID: (B)(4) (same reporter). This unsolicited case from united states was received on 23-jan-2018 from other healthcare professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and later on the same day experienced pain. Also, device malfunction was identified for the reported lot number" along with other reported events. No relevant past drug, concomitant medications and concurrent conditions were reported. Patient wore glasses, had hearing loss/, fatigue, vertigo, meniere's disease, tonsillectomy, c-section (three times), adrenal glands were removed, had root canal, had knee arthroscopy and had a history of seasonal allergies. On (B)(6) 2017, the patient initiated treatment with intra- articular synvisc one injection at a dose of 1 df (dosage form) once (batch/lot no: 7rsl021 and expiration date: may-2020) for osteoarthritis. On the same day, patient's x-ray revealed bilateral osteoarthritis. On the same day, patient tolerated the injection well and pain began that night and had continued with and knee motion. On (B)(6) 2017, synovial fluid culture revealed no growth at 14 days. Corrective treatment: not reported for pain. Outcome: unknown for both. Seriousness criteria: important medical event for device malfunction. Reporter causality description: yes for continued pain. A pharmaceutical technical complaint (ptc) was initiated. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented pharmacovigilance comment: sanofi company comment dated 7-feb- 2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later had pain. A temporal relation can be established with the suspect product. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.